Event description:
Information received that the head section will not lower with CPR release lever. No injury reported.

Manufacturer narrative:
Technician found that the head section will not lower with CPR release level, does lower with siderail controls. Isolated the issue to stuck CPR valve. Replaced valve to resolve this issue. Bed in storage.